Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl. Contact reported that the cause of the elevated bg was due to the customer not yet having the basal iq software. Tandem technical support offered to troubleshoot; however, contact declined. Contact did not provide further information regarding the event.